Event description:
Unomedical reference number:(B)(4). Event occurred in the united states the patient reported that on (B)(6) 2023 and (B)(6) 2023, the infusion set's tubing detached from the connector and this issue occurred with three infusion sets. Therefore, the patient's blood glucose level was over 300 mg/dl at the time of this event. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.